Event description:
It was reported that 38 months after the xience stent implantation in the mid-left anterior descending (lad) and proximal circumflex coronary arteries, the patient experienced chest and back pain diagnosed as a myocardial infarction. Cardiac catheterization showed diffuse coronary disease including 90% stenosis in the left main coronary artery. It was also noted that the mid-lad was 60% stenosed and a non-abbott stent was implanted reducing this to 25%. The left circumflex was also noted to be 99% stenosed and was reduced to 0% stenosis with another non-abbott stent. The patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, myocardial infarction (mi) and re-stenosis are listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The other xience v, is being filed under a separate MFR number.